Event description:
The customer reported that approximately 15 minutes into the mononuclear cell (mnc)procedure, a patient had nausea and chest pain. The procedure was discontinued. IV calcium was given for medical intervention with little effect. When rinseback was started, the nausea returned and so rinseback was stopped. The patient was transported to the emergency room for workup. Per the customer, patient has experienced chest pain due to the esophageal reflux, which the patient has experienced in the past. Cardiac problems were ruled out. They believe the nausea was related to citrate toxicity. The patient is stable. The customer was unable to provide the patient's identifier and age. The disposable set is unavailable for return and evaluation because the customer discarded it. This report is being filed due to medical intervention via IV calcium and an ER visit.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the customer, the attending physician was called to evaluate the patient. Root cause: based on the attending physician's evaluation of the donor, the symptoms were due to the donor having esophageal reflux and were unrelated to the procedure.